Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient who had two implant surgeries was experiencing pain following surgeries. They mentioned that they have had two replacements, but they have not been effective. Revision procedures, a year or two post the initial surgery. It is unknown which side was performed when. This case represents the right knee. No further information available.

Manufacturer narrative:
D6a: implanted (B)(6) 2011 unknown which side was performed on those dates. D6b: explanted a year or two post the initial surgery. Specific date and side of surgery unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient who had two implant surgeries was experiencing pain following surgeries. They mentioned that they have had two replacements, but they have not been effective. Initial procedures were performed (B)(6) 2011. Revision procedures, a year or two post the initial surgery. It is unknown which side was performed on initial procedure dates. This case represents the right knee. No further information available.